Event description:
A 51 yr old white female, status post bilateral subglandular inframammary. 265cc gels heyer schulte, 06-04-76 placed for augmentation. These were firm early. She denies a decrease in size but reports history of left self closed capsulotomies, arthralgias (morning stiffness)/myalgias, paresthesias/dyesthesias, spasms, fatigue, sleep disturbances, adenopathy, hot flashes/chills, headaches, temporomandibular joint disease, visual changes, dizzy spells, memory loss, sicca, rashes, sensitivity to sun, shortness of breath/cough, choking sensation, weight gain, and gastrointestinal problems, tinnitus and easy bruising. Bilateral ruptured implants.